Event description:
Crd_1008 - av-MDR study report patient ID: (B)(6). It was reported that on (B)(6) 2023 the 3.0x38 mm xience prime stent was implanted in the right posterior tibial artery. The patient was compliant with dual antiplatelet drug therapy (dapt) after the procedure. On (B)(6) 2023 the patient had worsening of right leg ischemia including symptoms of cool right foot, pain, mottled/purple discoloration and absent [pedal] pulse. CT [computed tomography] angiography showed an occluded right tibio-peroneal trunk, anterior tibial artery, and posterior tibial artery. Medications administered include anticoagulants (heparin and clexane) on (B)(6) 2023, analgesia (standard care for acute pain) on (B)(6) 2023, antibiotics (intravenous cefazolin) on (B)(6) 2024. Surgical amputation above the right knee was successfully performed on (B)(6) 2023. The patient had a slow, careful recovery and was transferred to a rehabilitation facility. The patient was discharged to the nursing home on (B)(6) 2023. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot of specific issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatments appear to be related to the operational context of the procedure. Additionally, surgical amputation above the right knee was performed as a treatment for the patient effects. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.